Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the b30 error occurred because of a conduction failure of a circuit board inside the scope connector. It's probable it was caused by water invasion to the scope connector due to the following factors: - stress, such as opening venting connector, was accidentally applied while the subject device was being underwater. - foreign material such as fragments of cleaning tool was caught in valve of the venting connector, which made the venting connector unclosed. -when used with reprocessor, leak test air tube was broken/inadequately connected, or packing of reprocessor / leak test air tube was broken. Then, moisture which invaded the tube entered scope connector. - immersing device, to which sterilization cap was attached, in reprocessing liquid. - attaching connector cap of leak tester to wet venting connector. - attaching / detaching leak tester underwater. However, a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The b30 scope communication error was caused by water invasion on the scope connector. Additionally, the light guide tube was damaged, the insertion tube was scratched and worn and the angles were insufficient due to the angle wire being longer than normal. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation. .

Event description:
The customer reported that there was a b30 scope communication error when using the evis lucera elite bronchovideoscope. It was reported that the subject device was a loaner and there was no procedure or patient involvement.

Manufacturer narrative:
The event can be detected by following the instructions for use which state: operation manual: important information ¿ please read before use: warnings and cautions: do not connect the endoscope connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety. Turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. Reprocessing manual: 1.4 precautions: before immersing the endoscope in reprocessing fluids, confirm that the sterilization cap (maj-1538) is not attached to the endoscope. If the sterilization cap is attached, the reprocessing fluids will be able to penetrate the inside of the endoscope, and it can be damaged. Reprocessing manual: 5.4 leakage testing of the endoscope: perform the leakage test: when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage.